Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appeared to be related to use. One guidewire from a peg kit was returned for investigation without its hoop. The core wire was 258cm in length, which indicates that approximately 2cm of the wire was not returned. The coil wire had been stretched and elongated over the core wires. A microscopic examination revealed that the weld tip was missing from one end of the guidewire. A portion of the surface at the end of the coil wire has reflective. The remainder of the surface was dull and granular. A portion of the surface at the end of each core wire has also reflective. The core wires extended the same length. The observed damage is consistent with the guidewire being severed. The shearing action against the wire can cause the cut ends to exhibit a polished surface.. A lot history review (lhr) of huau1720 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to m&s that during placement the guidewire frayed and a new device was opened to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huau1720 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to m&s that during placement the guidewire frayed and a new device was opened to complete the procedure. No injury to the patient was reported.